Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the controller was not returned for evaluation. Another controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports. Visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks and power port contamination are not related to the reported event. The observed power port contamination can most likely be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, the controller falls within the bounds of this CAPA. Functional testing of the controller revealed that the no power alarm sounded only for 45 seconds when both power sources were disconnected from the controller and the controller exhibited a controller fault alarm due to an issue with the internal battery. Evaluation of the internal nickel-metal hydride (nimh) battery revealed that the internal nimh battery was swollen. After the battery was replaced, the controller worked as intended. Review of the controller log files associated with the controller revealed a controller power up event with an associated motor start event was logged on 22-jul-2020 at 20:03:30. The data point prior to the loss of power revealed that battery was connected to power port one with 50% relative state of charge (rsoc) and another battery was connected to power port two with 42% rsoc. The data point recorded after the loss of power revealed that a controller adapter was connected to power port and the battery was connected to power port two. No anomalies were observed prior to the loss of power. The controller was without power for 9 seconds. Analysis of the alarm log file revealed a controller fault alarm was logged on 22-jul-2020 at 20:38:55, indicating an issue with the internal battery. Additionally, log files revealed that the controller was in use for more than 2 years. Review of the controller log files associated with the main controller revealed two controller power up events on 22-jul-2020 at 20:56:44 and 20:59:05. Review of the event log file revealed that, prior to the first power up event, the controller last had power on 19-mar-2018, indicating that the power up events occurred during a controller exchange. Analysis of the alarm log file revealed no alarms were logged within the analyzed period. As a result, the reported losses of power and controller fault alarm involving the other controller were confirmed; however, the reported controller fault alarm involving the main controller was not confirmed. A possible root cause of the loss of power involving the other controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d4: (B)(6) h3: yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 131, 331, 213, 180 h6: FDA conclusion code(s): 12, 133, 19, 4307 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: dtmb1qq ICD, 6935m55 lead, 5076-45 lead, 459888 lead, implanted on (B)(6)2016. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-may-2018 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: -07-2020, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, device mfg date: 31-may-2017, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controllers exhibited controller fault alarm due to a depleting internal battery and had an unexpected power loss. The controller was removed from service. No patient complications have been reported as a result of this event.